Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to improper insertion of the mentioned device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure for bone fractures. The date of the procedure was not provided. The healthcare professional (hcp) reported that implant fixation was not achieved successfully due to loosening of a snap-off compression ft pin & compression ft pin. The hcp mentioned that it is unknown whether the complications were related to the arthrex device. The hcp also reported that revision surgery was performed. The date of the revision was not provided.